Manufacturer narrative:
Failure analysis received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The endoscope was received with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage optical components. Due to the extensive damage the scope was scrapped. The endoscope was also received with mechanical damage to the proximal illumination fibers. Fragments of adhesive of the distal window were missing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details cannot be performed via system logs because onsite connectivity is not available at this time. This complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the right lens was not clear. The procedure was completed with no reported injury or delay.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer about the complaint: the customer stated, "I can insure you, that no fragments fell into the patient. We never used the scope, becouse the lens was not clear. Therefor we replased it with another endoscope.".

Event description:
Refer to h10/h11 for follow-up information.